Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a follow up visit, an x-ray revealed this left ventricular lead was dislodged. In addition increased thresholds were displayed. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.